Event description:
On (B)(6) 2026 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of cloudy peritoneal effluent fluid and drain complications. A peritoneal effluent fluid culture and cell count (wbc = 1244 /mm3, polymorphs = 74%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 2000 mg daily, and vancomycin 2000 mg every other day for 14 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2026, and the patient¿s vancomycin was discontinued after receiving two doses. The patient is recovering from the serious adverse events and will complete his antibiotic course on (B)(6) 2026. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event, and the patient was instructed to disinfect the bathroom while paying special attention to the shower and shower head (bleach). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Follow-up peritoneal effluent fluid cultures are scheduled to be collected on (B)(6) 2026. It was reported the patient is being prepped for a transition away from pd therapy to home hemodialysis (hhd) and proactively received an arteriovenous fistula (avf) on (B)(6) 2026. Additionally, the pdrn reported it¿s possible a central venous catheter (cvc) will be placed to bridge the gap while the avf is maturing (timeframe not provided).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by drain complications and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn reported that the patient¿s peritonitis was caused by a probable touch contamination event. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, gram-negative serratia is a bacterium most commonly found in water and soil. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications, as evidenced by the devices¿ continued use.